Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during pre-implant testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message with a red screen on the programmer, indicating the device was not implantable - initial control of device is not sufficient. The device was still in the sterile packaging at the time of the interrogation. No patient, physician, or hospital was involved in this event. The device was to be returned to boston scientific for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was still within sterile packaging. A copy of the device memory was downloaded, and no resets were noted. The battery voltage on (B)(6) 2018 was recorded as 8.97 volts. Current battery voltage on (B)(6) 2019 was 9.216 volts. Device interrogation with an option to exit shelf mode or cancel. The exit shelf mode was chosen. The device exited ship mode without any messages noted and manual set up was performed without any difficulties. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis determined that the warning message observed by the customer was due to a low battery voltage ready which prevented the device from being taken out of shelf mode. The low battery voltage was likely due to cold temperatures in germany during november 2018. The battery voltage recovered when the device was warmed up.

Event description:
It was reported that during pre-implant testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message with a red screen on the programmer, indicating the device was not implantable - initial control of device is not sufficient. The device was still in the sterile packaging at the time of the interrogation. No patient, physician, or hospital was involved in this event. The device was to be returned to boston scientific for laboratory analysis.